Event description:
Customer reported that at 8:59 am on (B)(6) 2010, her blood glucose measured 115 mg/dl, but by 11 am it was 241 mg/dl, so she took 7 units of insulin. Later in the day she was napping when her sister heard her fall and was then unable to wake her and called the ambulance. It arrived around 1:30 pm, at which time they tested her bg at 13 mg/dl. They put her on IV and gave her 2 bottles of liquid glucose. They were able to get her bg up to 53 mg/dl and she was not transported to the hospital.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or product condition may have contributed to the pt's low blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."